Manufacturer narrative:
Investigation results: a investigation was not possible because the device was not available. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. One similar incident has been filed with products from this batch (same customer). Without the device for investigation a exact root cause cannot be determined. A production error or material defect can be excluded. Therefore the root cause is most probably usage related. To ensure secure fitting of the clip, the user must follow the instruction for use (IFU) and ensure that the handle is completely pushed during usage. According to the IFU there is a possible risk of dislocation of the clips from curring tissue too close the clip. A CAPA is not initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger clips. According to the customer description the clips "bounced off", and did not clip the affected area. It was replaced by a new one. It was not be know how long the surgery was delayed, but there was no harm to the patient. Additional information was not provided nor available / was not available. Additional patient information is not available. (B)(4).